Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery, in which a tandem 5.5 cm cuff was implanted for an unknown reason. During the procedure, the existing pressure regulating balloon (prb) was also refilled with 25 cc of normal saline. None of the existing aus components were explanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery, in which a tandem 5.5 cm cuff was implanted for an unknown reason. During the procedure, the existing pressure regulating balloon (prb) was also refilled with 25 cc of normal saline. None of the existing aus components were explanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received detailing the lot number of the existing cuff.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery, in which a tandem 5.5 cm cuff was implanted for an unknown reason. During the procedure, the existing pressure regulating balloon (prb) was also refilled with 25 cc of normal saline. None of the existing aus components were explanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient did not receive a tandem cuff. The existing cuff was simply explanted and replaced with a new 5.5 cm cuff. The existing pump and balloon components remain implanted. The prb was filled with 25 cc of normal saline in order to fill it to capacity.

Event description:
It was further reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced significant and persistent urinary incontinence. The existing 5.0 cm cuff was explanted and replaced with a 5.5 cm cuff as a result. During the procedure, the existing pressure regulating balloon (prb) was also refilled with 25 cc of normal saline in order to fill it to capacity. The existing prb and pump components remain implanted in the patient. It was further reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced significant and persistent urinary incontinence. The existing 5.0 cm cuff was explanted and replaced with a 5.5 cm cuff as a result. During the procedure, the existing pressure regulating balloon (prb) was also refilled with 25 cc of normal saline in order to check the volume amount from the previous implant.. The existing prb and pump components remain implanted in the patient.

Manufacturer narrative:
Updated to reflect additional information. Investigation results: the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.